Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Attorney.

Event description:
Litigation alleged large amounts of toxic cobalt-chromium metal ions and particles were released into patient's blood, tissue, and bone surrounding the implant. As a result, patient has been experiencing severe pain, discomfort, and inflammation in her thigh, knee, groin and hip-joint; the formation of metallosis and pseudotumors, an inability to walk more than fifty yards; inability to climb stairs; inability to sit or stand for prolonged periods of times; inability to stoop or bend without excruciating pain; inability to sleep for more than two hours consecutively without awakening in pain; reduced range of motion; clicking sound and sensation emanating from the hip-joint; and other complications. Update 1/28/15 - records received. Pfs identified patient dor, dob, height and weight. An unknown stem is being added to address previous allegations of elevated toxic metal ions. There is no new additional information that would affect the existing MDR decision. Update ad 09 may 2018: receipt of ppf and sticker sheets. In addition in what was previous alleged. Ppf alleges fracture (component). Added unknown hip implant due to alleged fracture(component). Updated product details. Added law firm, lawyer, account name, age and patient initials. Corrected dor and event year.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.